Event description:
The complainant reported that a patient implanted with an impella rp flex underwent a procedure for an internal jugular line placement. After the procedure, the pump placement signal disappeared and a placement signal not reliable alarm appeared. No intervention was taken regarding the noted issue. It was additionally reported that the patient developed hemolysis during support. Again, no intervention was taken in response to the condition. Care was withdrawn later that day upon the family's request and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.